Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient didn't feel the ins charging when he normally could. The consumer reported that she took a picture of the screen when performing a recharge session. The consumer confirmed seeing 8 coupling boxes all shaded when charging/normal charging screen. The consumer confirmed the ins battery was at least 75%. It was discovered that the ins was turned off. The consumer reported that the didn't know how the ins was turned off. It was reviewed how to turn the ins back on and charging expectations. No further complications were reported.